Manufacturer narrative:
On (B)(4) 2008, field svc engineer (fse) moved the magnetic switch that detects movement of the barcode scanner to the lowest possible position. This resolved the problem, as the instrument generates "no read" signals when no barcodes are present on the tubes. Root cause was identified during the eval of the instrument on-site by the fse on (B)(4) 2008. Root cause was the improper placement of the magnetic switch. Additionally, disabling the checksum (user error) contributed to the issue, as enabling the checksum would have likely given "no read" for the sample identification. This reportable event was identified during a retrospective review conducted between 1/1/2008 and 10/23/2010 of complaints for add'l reportable events. This represents event 2 of 2. This MDR is related to the following MDR that has been reported: MDR 1061932-2011-00336.

Event description:
On (B)(6) 2008, customer reported assignment of invalid sample identification by the coulter lh 750 hematology analyzer for sample tubes that did not have sample identification barcode labels. The invalid sample identification that was generated by the instrument included some variation of the cassette barcode label. The instrument did generate "no match" errors to alert the operator. The checksum digit feature of the instrument was disabled. When the checksum digit is enabled, a "no read" would have been assigned to the sample identification. No samples were misidentified, and therefore, no test results were reported in error. There was no death, injury or change to pt treatment as a result of this event.